Event description:
Customer reports a loss of integration post restoration. The implant was replaced in a different site.

Event description:
Customer reports a loss of integration post restoration. The implant was replaced in a different site.